Event description:
During follow-up, intermittent pacing was observed on the right ventricular lead and it was suspected to be related to the implant position. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with that occurring at the time of explant.